Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) display became blurry and unstable.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse stated that the unit was checked and worked as usual on the connections (white ribbon cable) on the display. And, that the display was ok. The service report for this repair was unable to be obtained since the fse is no longer a getinge employee. However, based on a preventive maintenance that was performed on may 20, 2023, it was confirmed that the unit was fully functional.

Event description:
It was reported that, during routine check, the screen of the cs300 intra-aortic balloon pump (iabp) was flickering and unstable. There was no adverse event reported.